Event description:
This is a spontaneous case report received from a medical doctor in united states on 30-jun-2015. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was c35240. During insertion procedure, the device did not deploy properly. The plastic piece of the device was left inside and coil did not deploy when placed. Bilateral placement of devices was achieved and the patient had no injury.. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a plastic piece of the device was left inside during the procedure. Patient had no injury. The reported event, regarded as device breakage, was considered non-serious and is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the device did not deploy properly and a plastic piece remained inside. A product technical analysis and follow-up information will be requested in order to clarify the event. Nevertheless, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances.

Manufacturer narrative:
Follow up 14-sep-2015: follow up information received from the physician. Patient's details were updated, bmi (B)(6). Physician clarified that the breakage occurred in the green release catheter. The device would not deploy and catheter broke when manipulating device. The instructions for use were followed. No deviations as described in the instructions. Implant and plastic piece were removed by hysteroscopy. Implant was replaced with other device. It was medically necessary to remove essure. The broken pieces were retrieved from where. No injury. The physician reported that breakage have not led to serious injury. The patient recovered. The device was available for return. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a plastic piece of the device was left inside, breakage occurred in the green release catheter when manipulating device. The broken pieces were retrieved from where. Patient had no injury. The reported event, regarded as device breakage, was considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the device did not deploy properly and a plastic piece remained inside. Nevertheless, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on (B)(6) 2015. (B)(4). Lot number c35240 (production date 06-mar-2014; expiration date 31-mar-2017). Final assessment failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter/micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a reported product technical issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and a plastic piece of the device was left inside during the procedure. Patient had no injury. The reported event, regarded as device breakage, was considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the device did not deploy properly and a plastic piece remained inside. Nevertheless, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information will be requested in order to clarify the event.